Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture explantation month, day, and year: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 375cc gel breast prosthesis (left device) and a mentor memorygel breast implant 400cc gel breast prosthesis (right device) developed baker grade IV capsular contracture in both of her breasts post implantation. Bilateral capsular contracture was diagnosed via a physical exam. As a result, the patient is scheduled to undergo bilateral explantation on (B)(6) 2022. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
Correction: in the initial report, it was incorrectly stated in h10 that the mentor failure analysis lab has received the device for evaluation. The suspect medical device has not been received yet. Manufacturer¿s reference number: (B)(4) h10: first paragraph should read ¿since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate.¿ instead of ¿the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.¿